Event description:
Information received indicates the beds head section will not go up.

Manufacturer narrative:
The technician found the head up valve seal was broken. The technician replaced the head up valve to repair the bed.